Manufacturer narrative:
Device evaluation completed on february 19, 2021. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant was found to be ruptured approximal 25.0 cm. Additionally, an anomaly was observed on the edges of the tear consistent with a crease / fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade unknown capsular contracture, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced bilateral asymmetry, and left sided baker¿s grade unknown capsular contracture, and rupture post procedure. The rupture discovered during the surgery. As a result, patient underwent bilateral replacements with 435cc style 106 sientra smooth gel implant on (B)(6) 2021. This report relates to the left prosthesis.